Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. On (B)(6) 2018, review of a remote transmission revealed that the implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. On (B)(6) 2018 the asymptomatic patient presented to the clinic and the device was reprogrammed. No further information was reported.